Event description:
A (B)(6) male patient contacted lifecor customer support to report that neither battery packs are charging in the battery charger. Support sent the patient a replacement battery charger and battery packs.

Manufacturer narrative:
H4. Device manufacture date: battery charger (B)(4), battery pack (B)(4) - 02/2008, battery pack (B)(4) - 03/2008. Device evaluation summary: device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.